Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. Patient's current blood glucose: 72 mg/dl. High blood glucose was treated with some toast and jelly. Drive support cap appears normal (slightly indented). The customer mentioned being shaky as symptoms of their blood glucose levels. Later blood glucose level was 76 mg/dl and then it was 100 mg/dl. The product was not returned for analysis.